Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had low rotations per minutes (rpms) (74, 439 rpms; manufacturer's specification calls for 75,000 or higher). It was determined that the soft couple nut had a crack and the motor cylinder and vanes had debris. It was further determined that the first issue eventually affected the motor rotation, but was not at this time. It was observed that the device had been serviced within the recommended service time; however the soft couple nut had never been replaced. It was further determined that the issue with the debris in the motor components was indicative of poor cleaning methods, which caused the low rotations per minutes (rpm's). The assignable root cause of the component damage was determined to be due to user error, misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). There was no contact complete address provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that the motor device that after repair, it was observed that the device was clearly covered in oil and it was noted that the hose was quite shiny. The reporter indicated that the device was leaking oil. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further review of the device evaluation, the assignable root cause was updated. The assignable root cause has been updated from user error, misuse/abuse to normal use and servicing over time. The reported condition was updated from not confirmed to confirmed. Upon further review of the device evaluation, reliability engineering observed that the device was decontaminated and wiped down upon receipt, removing the oil that was present. A review of the photographic images provided by the customer confirmed the reported condition. It was further determined that the oil residue on the hose was due to oil leaching out of the hose during the shipping process. It was further determined that oil was in the hose due to post repair testing of the device. It was observed that the device had low rotations per minutes (rpms) (74, 439 rpms; manufacturer's specification calls for 75,000 or higher). It was determined that the soft couple nut had a crack and the motor cylinder and vanes had debris. It was further determined that the first issue eventually affected the motor rotation, but was not at this time. It was observed that the device had been serviced within the recommended service time; however the soft couple nut had never been replaced. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.